Event description:
Caller alleged discrepant inratio results. Results as follows: date - (B)(6) 2014; inratio - >7.5; lab; lab - 1.6. Therapeutic range: 2..0 - 3.0. Patient was instructed to hold coumadin dose for two days, decreased coumadin to 4mg and follow up on (B)(6) 2014. Caller reports adding multiple drops of blood to the test strip.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not included return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication for a product deficiency. No corrective action is required at this time.